Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 20 synergy ii drug-eluting stent (des), the stent was partially pulled up on the stent delivery system (sds). The device was not used and the procedure was completed with another 2.50 x 20 synergy ii drug-eluting stent. No patient complications were reported.